Event description:
It was reported that while using bd synapsys¿ were obtained by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "issue description: [customer] requested follow up on the issue customer had mailed her they seem to be calling a plate which does not come out to the wb."

Manufacturer narrative:
This MDR should be considered cancelled. This was determined to be a conveyor belt issue on the bd kiestra, not the bd synapsys. Therefore this event is likely to be associated with a short-term interruption in the devices ability to perform as intended. This is not a reportable event.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ were obtained by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " issue description: [customer] requested follow up on the issue customer had mailed her they seem to be calling a plate which does not come out to the wb ".